Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A healthcare professional (hcp) reported on behalf of a customer who received an unspecified high scan on the sensor and the customer got in a car accident. The customer experienced a triedness, shaking, and loss of consciousness was unable to self-treat. The customer had contact with an hcp who obtained glucose results of 3.2 mmol/l, 2.4 mmol/l and 8.6 mmol/l. The customer was administered "3 ampoul 30 % glucose, glucose drop 5%, food, and drink" for the diagnosed of hypoglycemia. No further details were reported. There was no report of death or permanent impairment associated with this event.